Event description:
It was reported that there was an issue with the data in the insulin pump. The customer was attempting to upload the information and received an error. During troubleshooting, it was found that there was no data found for a period spanning two weeks. A self-test was performed and passed. It was advised there may be something wrong with the inisulin pump and the customer would need to have it replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.